Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ureal urea/bun (bun) on a cobas 8000 c (701) module - c701. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. There was no problem with other assays. The sample initially resulted as 1.18 mmol/l and repeated as 10.95 mmol/l. No adverse events were alleged to have occurred with the patient. The bun reagent lot number was 225309, with an expiration date of 12/31/2017. Upon review of quality control data, controls were ok on the date of the event, but did not appear to be stable between (B)(6) 2017. Upon review of the alarm trace, reaction cell and aspiration alarms were observed on the date of the event.

Manufacturer narrative:
The reaction cells of the analyzer were replaced and the customer has had no further issues since this action.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but not provided.